Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing an alert 38 (motor stall) during a supply change with the ilet device. Troubleshooting was attempted, including restarts, but the ilet continued to display unable to proceed. A replacement ilet was shipped. Blood glucose was not affected.